Event description:
It was reported via repair work order that the nurse call function was not functional due to a misaligned plug. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was a loss of the visual ibed indicator as it was not initiated in the bed setup procedure. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined that the nurse call was still functional. However, it was also determined that there was a loss of the visual ibed indicator as it was not initiated in the bed setup procedure.